Event description:
It was reported that the right ventricular lead exhibited an insulation abrasion. The lead impedance was noted to be at less than 200 ohms. The lead was explanted and replaced during pulse generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.